Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this device is under advisory for premature battery depletion. This patient had exhibited a red screen indicator with a long charge (lc) code with beeping tones. This device currently has seven percent battery remaining and it was discussed that the device should be replaced due to the advisory and the lc code. Subsequently, this device was explanted. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.